Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome monorail was selected for dilatation of the lesion. During the procedure, the balloon ruptured at below nominal pressure. The procedure was completed with different device. No patient complications reported.